Manufacturer narrative:
Baxter qa dept has reviewed proper procedures with the home pt in addition to referring them to their nurse for local procedures.

Event description:
A home pt contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of home pt's homechoice machine during the initial drain cycle of his automated peritoneal dialysis therapy. Reportedly, the home pt left the clamp closed on the pt extension line during prime. When he opened the clamp, he received an alarm shortly afterward. Baxter's technical service center assisted the home pt in ending therapy early. Therapy was completed by setting up with new supplies. No pt injury or medical intervention was associated with this incident per the home pt.